Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Manufacturer narrative:
The field service engineer (fse) visited the site and replaced the integrated electrosurgical unit (iesu) to resolve the issue. Isi has not received iesu for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe was giving an error c-34 when attempting to fire the monopolar energy with the monopolar curved scissors (mcs) instrument. Bipolar was working. Prior to calling the tech support, the customer replaced the monopolar instrument cable, the mcs instrument, restarted the erbe and tried the second monopolar port; however, the reported issue persisted. A technical service engineer (tse) asked if there were any device susceptible to produce electromagnetic interferences such as CT scan or other generators, but it was not the case. The generator was directly connected to a dedicated ac plug and cables in the back side of the generator seem to be properly connected. Tse instructed to power off the generator and unplug its power cord for 30 seconds. Also, tse asked if they had a force triad generator and the related cable allowing to use it with the system. The surgeon proceeded with the surgery only using bipolar and the procedure was completing as planned with no reported injury.